Event description:
On (B)(6) 2012, the operation of t2h was performed after extracted the nail of a competitor. After the insertion of the proximar obrique screw, the sleeve didn't move in the hole of the target device although the safety crip was released and the sleeve could not be taken off. After several tried the sleeve moved and the operation was complete, although the operation time became longer.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.